Manufacturer narrative:
A still cine image was received: the deployed complete se device is visible in the image. A previously deployed stent is visible in the proximal right common iliac. A post dilation balloon is also visible and appears longer than the deployed stent. The reported stent fracture cannot be confirmed by the returned image.

Event description:
A complete se peripheral stent was being used to treat the proximal right common iliac. The target lesion contained plaque (moderate calcification), and was non tortuous. There was no damage to packaging and no issues removing the device from the hoop/tray. The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues identified. The lesion was not pre-dilated. The device passed through a previously deployed stent. No resistance was noted when advancing the device and no excessive force was used. It is reported that the stent was deployed and post dilation was performed. The physician then noted that the stent's length was far shorter than the balloon and observed the stent fractured and migrated from the intended target lesion. The stent was not removed from the patient and the physician implanted two everflex 7x15mm stents to cover the lesion and one non-mdt stent inside the fractured stent. Patient outcome is alive - no injury. Four still images were provided for review. Three images capture the complete se device post use. One still cine image returned: the deployed complete se device is visible in the image. A previously deployed stent is visible in the proximal right common iliac. A post dilation balloon is also visible and appears longer than the deployed stent. The reported stent fracture cannot be confirmed by the returned image.